Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3636 knotless 1.8 fibertak inserter broke off inside the patient during insertion. All the broken fragments were retrieved and the anchor was implanted and held successfully. This was discovered during a procedure on (B)(6) 2023. Additional information received on 4/10/2023: the surgery was anterior bankart labral repair procedure. The broken fragments were retrieved, and the case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation, noted that the distal tip of the inserter shaft was broken. No broken pieces were returned for investigation. The most likely cause of this condition is the excessive force used to pry and/or leverage the device. The cause remains error use.